Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the customer informed the technical support engineer (tse) that the surgeon was encountering an issue where the e-100 generator was not providing a sufficient amount of energy to the synchroseal instrument. Prior to calling for support, the customer had tried a second instrument and power cycled the e-100 generator with no change. The procedure was completed with no reported injury. Intuitive performed follow-up and obtained additional information. The customer finished the procedure as planned with the same system. There had been no other issues with that unit, they did get another synchroseal device. That same system had been used multiple times with no issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the customer to confirm that the energy from the synchroseal was not strong. The customer later confirmed no further energy issues. The customer used another synchroseal device. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the synchroseal instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.